Event description:
Alleged 4 false positive flu b results out of 16 tests for asymptomatic patients. No confirmatory testing completed. Additionally, reported 3 false positive flu b results out of 5 tests. The customer communicated the results were confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.